Event description:
Info received indicates the pump says it is running but it is not. The pt has blood sugar issues and after they noticed the pt didn't get fed, they tried to give the pt some formula and when that didn't work, they went to the ER.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.